Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. The insulin pump had a cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a button error alarm on her insulin pump. Blood glucose level is 142 mg/dl. Nothing further reported.